Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received the infection has resolved after a course of IV antibiotics.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient went to the emergency room on (B)(6) 2020 for suture removal because he felt he was growing skin over the sutures. After suture removal, the patient experience pus formation and drainage. In turn, the patient was prescribed a dose of IV antibiotics.